Event description:
The complainant has reported that a male patient (age unknown) underwent a therapeutic endoscopic procedure for placement of a tracheobronchial stent. The deployment suture of the ultraflex stent system broke. The clinician utilized a forcep to grasp the remaining suture to complete the deployment. The stent was deployed; however, not at the intended position. The stent remains implanted within the pt. The patient has not sustained any reported complications or ill efects as a result of this issue. Patient condition is noted to be 'ok'. There is no further information available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.